Manufacturer narrative:
Information added/updated to section h6 (investigation findings and investigations conclusions). Additional h6 (type of investigation) code: labelling review. H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including smoking, liver disease, and rheumatic heart disease.

Event description:
Per the report received from brazil a 7300tfx31 valve implanted in mitral position was explanted from a 51-year-old patient due to early structural failure, evidenced by significant leaflet thickening and calcification that contributed to partial rupture of the leaflet adjacent to the atrial septum, resulting in functional impairment, severe stenosis and moderate insufficiency (peak gradient 31mmhg and mean gradient 16mmhg, area 0.71) after an implant duration of six (6) years and one (1) month. Per product evaluation findings, host tissue overgrowth was also observed. Reportedly the dysfunction lead to unsatisfactory patient hemodynamics after an implant duration of approximately four (4) years. The patient began to experience after an implant duration of approximately five (5) years progressive dyspnea, initially on exertion, with gradual clinical worsening over the subsequent months. A 29mm surgical valve was implanted in replacement with a satisfactory outcome.

Manufacturer narrative:
Information added/updated to sections b5, b7, d9, h3 and h6 (clinical code, device code and type of investigation). Corrected data in section g1. H3: device evaluation: the device was returned for evaluation. Customer report of calcification and stenosis was confirmed. X-ray demonstrated wireform intact, heavy calcification on all three leaflets, and commissure 3 bent inwards. Extrinsic calcific deposits were observed on the inflow surface of leaflets 2 and 3 and on the outflow aspect of all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4 mm on leaflet 2 on the outflow aspect. Host tissue on the stent circumference was heavy on the outflow aspect and minimal on the inflow aspect. Host tissue fused leaflets 1 and 3 by approximately 3 mm at commissure 1 on the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Multiple sutures remained attached around the sewing ring. Silicone and sewing ring were cut off and exposed the metal band around all three leaflets on the inflow aspect. Wireform was exposed around leaflets 1 and 3. Cut off sewing ring fragments were not returned. H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Per the report received from brazil a 7300tfx31 valve implanted in mitral position was explanted from a 51-year-old patient due to early structural failure, evidenced by significant leaflet thickening and calcification that contributed to partial rupture of the leaflet adjacent to the atrial septum, resulting in functional impairment, severe stenosis and moderate insufficiency (peak gradient 31mmhg and mean gradient 16mmhg, area 0.71) after an implant duration of six (6) years and one (1) month. Reportedly the dysfunction lead to unsatisfactory patient hemodynamics after an implant duration of approximately four (4) years. A 29mm surgical valve was implanted in replacement.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.